Event description:
It was reported that when the patient presented in clinic for follow-up, high, out of range, pacing lead impedance, noise, a decrease in r-wave amplitudes, and loss of capture were noted. The noise was reproducible through provocation testing. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).